Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode received one inappropriate shock while shoveling snow. Technical services (ts) provided a review, discussed it looks like some sort of rate dependent change and at times like bigemeny. Intermittent oversensing was noted. Ts recommended possible testing options in clinic and recommended troubleshooting options. This electrode remains in service. No adverse patient effects were reported.